Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient's device was not able to interrogate remotely. Multiple home transmitters were used unsuccessfully. The patient will be shipped an inductive transmitter. The patient will be checked in-clinic for further troubleshooting. No further information is available.